Event description:
In 2009, the patient reported experiencing unexplained elevated blood glucose for the past 2-3 weeks since receiving a new supply of insulin and switching to a different type of infusion set. She stated that the insulin is clear. She stated that last night, her blood glucose measured 160 mg/dl and she took a walk and when she returned home, her blood glucose measured 190 mg/dl. She went to bed and did not bolus and when she woke up this morning her blood glucose measured 215 mg/dl. She "took a couple units" and ate a slice of apple and at 8:45am, her blood glucose measured 300 mg/dl. She bolused 5 units of insulin and changed the infusion site and tubing. She tested her blood glucose 45 minutes later, and it measured 299 mg/dl and 45 minutes after that it measured 256 mg/dl. She stated that she switched to her previous infusion set type and her blood glucose decreased immediately. She was sent courtesy infusion sets. Further attempts to follow up with the patient were unsuccessful. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.